Event description:
Consumer complaint of low blood glucose results. Results obtained from the memory gave 74, 46, "lo", 83, and 45 mg/dl. Caller's normal glucose readings are around 120 mg/dl in the morning. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).